Event description:
It has been reported that once connected to the monitor, the catheter did not register any value. The catheter was not in contact with the pt and therefore no pt injury is reported. Another catheter was readily available for use and no delay in treatment was reported. Device is available for return and eval.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.